Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll services at customer site. A review of the event log was performed and found tcmid: 01 (pump failed) to have occurred. The pic 16 and I/o board were replaced. Device was checked for air filter and sealant on hall sensor cable, and device passed all the functional testing. The customer reported complaint of the system exhibiting tcmid: 01 errors was confirmed. The root cause was determined to be a defective pic 16 and I/o board, which were replaced allowing the system to function as intended.

Event description:
It was reported that ivtm console had a pump failure. The patient was connected to the thermogard ivtm console for cooling therapy. Approximately 6 hours after use the rotor pump stopped rotating. At the time of the issue, the patient had successfully reached the target temperature of 32 degrees celsius the attending nurse made several attempts to restart the device, however, was not successful. The patient did not have a secondary/backup thermogard ivtm system available. A cool blanket was placed on the patient following the event; the device was turned off, however, was not disconnected from the patient. The following morning, nurse, indicated she restarted the device and it functioned properly for approximately 15 minutes until it stopped again. According to the nurse, by morning the patient's health was deteriorating due to other health issues. The nurse disconnected the system from the patient, she did not see any leaks coming from either the console or the catheter. The unit was set aside. The nurse indicated the patient had passed away later that morning; however, clarified it was not device related, rather due to several health issues.